Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/apr/2018 and 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified broken sharp opening, crease folds and missing shell (0-25%). Based on the device analysis the final assessment is: a sharp broken opening on the posterior side due to an unidentified (tear) opening. Reason for reoperation is rupture and capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side device is ruptured with a capsular contracture baker grade IV and double capsule. Device has been explanted.